Event description:
It was reported that the rv pacing lead impedance values had been variable between normal and high values. Some values were missing on the weekly trend. The patient had no worsening hf symptoms. Lead remains implanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
New information received indicates that the lead was explanted and replaced.

Manufacturer narrative:
A partial lead with the connector pin measuring 15.3cm was returned for analysis. The damage found was sustained during the surgical procedure. The lead was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.